Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between july 30, 2023 ¿ august 1, 2023. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection was performed, and droplets of tpn (total parenteral nutrition) solution in the sealed outer pouch of the product that apparently has seeped from the bag were observed. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked fluid from the membrane port. The leak occurred during compounding filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.